Event description:
I was implanted with essure in (B)(6) 2012, the procedure seemed to go well but was very painful and I bled for approx. 5 days and was extremely crampy unlike a few of my friends who had the procedure and felt fine with no bleeding. I always felt like I could feel where the coils were and this discomfort was always amplified when I had my period. I always had light easy periods and after the procedure my periods became much longer with heaving bleeding and intense cramping. My stomach always felt bloated and inflamed especially after intercourse. I developed frequent uti's and yeast infections. When I went back to have the test to make sure the procedure took they couldn't get the instrument in me it was so painful that they stopped and told me they couldn't do procedure because I was so inflamed. I made numerous visits to my gyn and pcp for a bunch of vaginal and stomach issues, and having no luck or answers with them they passed me onto gyno/urologist who also did several tests, blood, bladder, ultrasounds etc... Putting me on estrogen, phenazopyridine and nitroflurantoin to help subside my symptoms. They helped a little but I was still always uncomfortable. I then developed severe constipation an trouble digesting food. This led me to a gastro doctor who did a colonoscopy and endoscopy which resulted in mild diverticulitis and ulcers in my esophagus which I did not have before this procedure. I had mild constipation before but not this extreme and never any digestive or ulcer issues, this lead to not being able to being eat properly and put on prevacid and prilosec. Neither medications helped and I was not able to eat regularly or digest food until the coils were taken out (B)(6) 2014. In summary before essure I was a healthy (B)(6) year old with mild fibromyalgia, mild bowel issues no stomach or digestion issues and since the implants in 2012 I have been diagnosed with lupus and my fibromyalgia is through the roof. I used to be able to control with aleve or motrin and exercise. For the past six month I have also been seeing a rheumatologist to try get my severe joint/muscle pain under control and have tried several medication with no luck. All symptoms since implants are as follows: random pelvic pain and sharp shooting pains regularly, discharge, hot flashes, long periods, excessive bleeding during periods, excessive cramping, painful intercourse, stomach pain and bloating after intercourse, severe stomach bloating in general, was told I was going through early menopause, urgent/frequent urination, frequent uti infections, itching, burning, stabbing in vaginal entrance, breast pain swelling and tenderness, chronic joint and muscle pain, all over body aches and pains, heartburn, bowel issues, nerve pain, tingling sensations, numbness, anxiety (I now take xanax as needed) tremors/shakiness, very itchy on skin and scalp, extreme fatigue. I have since had the coils removed on (B)(6) 2014, I was told that the only way to be rid of all these awful symptoms was to have a full hysterectomy at the age of (B)(6) which is what I had done with a physician out of the (B)(6), he has done several removals and in his experience the woman that didn't have a full hysto were back in for another surgery so this is why I opted to have a full. I missed 4 weeks of work and went back too early because I couldn't stay out any longer so I definitely went back to work sooner than I should have. Pretty much most of symptoms are gone except the muscle/joint pain which I can't get under control and I still have extreme fatigue. My extreme digestive and bloating issues were fixed immediately although I am currently 8 weeks post op and still in recovery mode so I don't know what other issues I may still have and I haven't had much intercourse. I still have some constipation issues but not as bad. I have no pain where the coils and no random stomach or pelvic pain. This past two years has been the worst experience of my life. My doctor who implanted never told me about any of the possible side effects and complications to this procedure. It was marked as a less invasive non surgical procedure and if I had to do it again I would get my tubes tied because in the end I ended up to have major surgery to correct all the damage the essure has done to my body and some of these issues may be permanent. (B)(4). Update on (B)(6) 2014: my essure ref # is (B)(4) lot #823472 my device has a three year shelf life although I do not have the expiration date. The devise is now in my possession since my removal on (B)(6) 2014. The medical device implant is now manufactured by bayer, formally by conceptus, inc. Update on (B)(6) 2014: my pathology report showed an enlarged uterus and adenomyosis which I had no traces or symptoms of before essure. I was told by physician this was most likely the cause of my heaving bleeding and pain during my menstrual cycle which as I previously stated was not an issue before the essure implants. I am still having difficulty with intercourse 8 weeks post opt for a hysto which I hope is not permanent either as for there were no issues with intercourse before essure. Update on (B)(6) 2014: my pathology report showed an enlarged uterus and adenomyosis which I had no traces or symptoms of before essure. I was told by physician this was most likely the cause of my heaving bleeding and pain during my menstrual cycle which as I previously stated was not an issue before the essure implants. I am still having difficulty with intercourse 8 weeks post opt for a hysto which I hope is not permanent either as for there were no issues with intercourse before essure.

Event description:
Additional information: my pathology report showed an enlarged uterus and adenomyosis which I had no traces or symptoms of before essure. I was told by physician this was most likely the cause of my heaving bleeding and pain during my menstrual cycle which as I previously stated was not an issue before the essure implants. I am still having difficulty with intercourse 8 weeks post opt for a hysto which I hope is not permanent either as for there were no issues with intercourse before essure.

Event description:
Additional information: my pathology report showed an enlarged uterus and adenomyosis which I had no traces or symptoms of before essure. I was told by physician this was most likely the cause of my heaving bleeding and pain during my menstrual cycle which as I previously stated was not an issue before the essure implants. I am still having difficulty with intercourse 8 weeks post opt for a hysto which I hope is not permanent either as for there were no issues with intercourse before essure.